Event description:
It was reported that they were reaching out because they received a safety report from clinical staff regarding temperature sensing foley catheter. They did not have a lot number, as the packaging was not saved. Event occurred on 24oct2024. Foley catheter balloon was defective, they were unable to deflate. There was no trauma or injury to patient. To their knowledge, this issue has only happened once.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were reaching out because they received a safety report from clinical staff regarding temperature sensing foley catheter. They did not have a lot number, as the packaging was not saved. Event occurred on 24oct2024. Foley catheter balloon was defective, they were unable to deflate. There was no trauma or injury to patient. To their knowledge, this issue has only happened once.